Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section evaluation codes. The esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Photographs of the device post procedure were provided for review. The photograph review revealed a sheath distal tip tear. The liner appeared to be fully expanded. Lot history review revealed one other similar complaint. The complaint in pending engineering evaluation. No other similar complaints related to the additional complaint. Complaint history review from (B)(6) 2018 to (B)(6) 2019 for the esheath (all models and sizes) revealed other similar complaints. No manufacturing non-conformance were identified during the engineering evaluation. Other similar complaints were identified for the additional complaint. No potential manufacturing non-conformance were identified. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformance that could have contributed to the reported event. Per the IFU and training manuals the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Additional considerations: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. During delivery system insertion through sheath ensure sheath tip is still past the aortic bifurcation. Advance thv through loader and sheath using short movements. Retract loader and peel away if more working length is needed. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the esheath shaft component undergoes multiple 100% visual inspections. The esheath tip undergoes multiple visual and dimensional inspections. During final inspection, the esheath component undergoes multiple 100% dimensional and visual inspections. Following sterilization, sheath expansion testing, visual inspection and expander insertion force testing is performed during product verification (pv) testing on finished devices under a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaint was confirmed based on returned imagery. The additional complaint was not able to be confirmed since no procedural imagery was provided. Investigation of complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Although patient¿s vessel characteristics were not provided for evaluation, these factors could have contributed to the complaint events. The calcification can interact with the sheath shaft restricting the expansion of the shaft and vessel. Tortuosity could result in sub-optimal angles of insertion during advancement of the delivery system, thus resulting in higher push forces. Furthermore, procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, incomplete advancement of the loader, and residual fluid left in balloon during prep may contribute to the resistance observed. Per the report, ¿resistance was felt during commander delivery system insertion through the sheath; therefore, the distal tip might have been damaged by the crimped valve frame.¿ it is possible that additional device manipulation may have been used to overcome the insertion difficulty causing the valve struts to catch on to the sheath tip. With excessive push force, a portion of sheath tip might have been damaged to allow for the advancement of the delivery system/valve to pass through the sheath. Although a definite root cause was not able to be determined, patient factors (access vessel calcification, tortuosity), in addition to procedural factors (manipulation of the devices as a result of insertion difficulty) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in japan, during a transfemoral tavr, a 14fr esheath was inserted via the right femoral artery. It was reported that resistance was felt during insertion of the commander delivery system through the esheath. A 26mm sapien 3 valve was deployed. After esheath withdrawal, a radial tear of sheath distal tip was observed. The distal tip was not separated. No vascular injury occurred. No information regarding the access vessel characteristics was provided.